Event description:
It was reported that the ilet stopped dosing overnight after operating in bg run mode for approximately 72 hours while the user had no active continuous glucose monitors (cgm) due to depleted sensors, and the user did not recognize that dosing had ceased. The user then disconnected and initiated backup therapy with subcutaneous insulin. Symptoms included hyperglycemia with a reported blood glucose over 400 mg/dl. Outcomes included self-management with a manual insulin injection and transition to backup therapy without hospitalization. Investigation included review of device data via the bionic report and user education on bg run mode duration and device behavior without cgm input. Investigation of this case revealed that bg run mode reached its maximum allowed duration and expired as designed, which resulted in cessation of automated dosing, consistent with expected device behavior and user misunderstanding. It was concluded, based on previously established findings for similar reports, that the cause was expected device behavior following bg run expiration combined with user education needs.